Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after not using the pump for insulin therapy for a period of time, the customer could not power the pump on. Customer could not verify if the current charging source was valid and declined to provide further information regarding the charging source. Blood glucose was 200-300 mg/dl. Although multiple attempts were made by tandem technical support to confirm if pump charged, the customer did not reply.